Event description:
While performing shoulder surgery, (B)(4) needle broke approximately half way down the length of the needle. This needle as well as the remaining needles of the same lot number were returned to the manufacturer for evaluation.====================== manufacturer response for (B)(4) needle, (B)(4)======================manufacturer provide return goods authorization (rga) number for product return evaluation.